Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 591 mg/dl and 155 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the patient feels like the device is "too high" on the shoulder. The patient additionally reported that the "wires look like they are coming through the skin." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.